Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, it was observed that an e433 error was caused by a faulty power board. In addition, service found that the front panel was broken and defective, and the top cover was rusty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that an e433 error occurred due to faulty generator board. However, a definitive root cause could not be identified. As a result of formal investigation, a design change was implemented to prevent reoccurrence. Based on the results of the legal manufacturer's investigation, it is likely that rusty top cover occurred due to user error. Possible causes for corrosion are: 1) mechanical damage of the surface, which breaks the powder-coating and nickel-plating. 2) surfaces are damaged by unknown chemical factors (cleaning agents); consequently, metal is then exposed. 3) fumigation of rooms for bio-decontamination, for example with watery hydrogen peroxide (h2o2) or formaldehyde solutions (which are known as strong oxidants). The following information for cleaning and disinfection, as well as the cleaning and disinfection procedures, are stated in the IFU (instructions for use): ¿cleaning efficacy has been validated with an alkaline disinfectant based on low alcohol (<20%) and quaternary ammonium compounds (sani-cloth® plus manufactured by pdi professional). Low-level disinfection efficacy has been validated with an alkaline disinfectant based on low alcohol (<20%) and quaternary ammonium compounds (sani-cloth® plus manufactured by pdi professional at 3 minutes contact time).¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a problem with the scalpel in use. It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the subject device displayed an e433 error code. This report is being submitted for the malfunction found during evaluation (e433 error).